Event description:
Health professional reported leak in port tubing junction.

Manufacturer narrative:
Taper ii: analysis of the device showed no leakage in the access port or the port housing. Non-penetrating nicks were noted on the port housing and on the port hole, likely to be caused by a needle. The band tubing had evidence of surgical damage noted by separation and striations that may have been made to facilitate the removal of the device. No additional info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".